Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received customer samples. Lot # 6244603 was confirmed for leakage according to CAPA (B)(4). As such, the samples were not evaluated. As this is a confirmed complaint, a DHR review is not required. Conclusion: investigation added to CAPA (B)(4).

Event description:
It was reported that there was a hole in the tubing of 21 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing and luer adapter leading to leakage. No blood exposure to mucous membrane. No injury or medical intervention.